Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an adverse event where users sensor broke during the removal procedure.

Manufacturer narrative:
Despite multiple follow up attempts with the user, the status of the broken sensor could not be confirmed. Since the user was not responsive the complaint could not be confirmed.